Event description:
The x-ray and medical notes which were returned for evaluation by the reporter of this incident were forwarded to product development dept for review. Upon review of the x-rays, it has been noted that the plates do not appear to be co's products. From the x-ray alone, co is not able to determine whether the screws are synthes products. The margel technique as well as the roy-camille tecnique, which were both mentioned in the operative report, are methods for placing screws. These different techniques call-out the insertion point and angles at which the screws should be placed into the posterior aspects of the vertebrae. These different tecniques can be used with just about any MFR's product. Unfortunately, because some of the implants used in this surgery do not appear to be synthes products, co is not able to comment on the integrity of the construct. Co's screws have only been designed and tested in conjunction with synthes plates. Therefore, it simply is not possible for us to determine why a screw, which may or may not be synthes product, might have broken when used in conjunction with another MFR's plate.